Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant results was leakage of serum from the probe over the dtt sample tray. The fse adjusted the probes and replaced the mixer motor and valve. The fse calibrated the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple discordant were obtained on an advia 2400. The discordant high results were reported to the healthcare provider(s). The samples were rerun and confirmed on a different system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant results.